Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The device gave inappropriate therapy due to external noise from a power tool. The patient was advised to no longer use this power tool and is in stable condition.